Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the rv exposed coil was stretched at 55.6cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. It was noted that the pre-op interrogation indicated that the rv lead also had poor r-wave sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.